Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on an unknown date following implant of this transcatheter bioprosthetic valve, the patient presented with shortness of breath and fatigue. 1 year following the implant procedure, a transthoracic echocardiogram (tte) and computed tomography (CT) angiogram were performed that revealed a left ventricular ejection fraction (lvef) of 35-40%, mild mitral regurgitation, moderate central aortic insufficiency, and severe hypertension with a right ventricular systolic pressure of 55 millimeters of mercury (mmhg). Upon review of the CT scan, incomplete frame expansion of the transcatheter aortic valve was observed. Per the physician, the incomplete frame expansion of the valve likely caused the hemodynamically significant aortic regurgitation which was reported as a possible etiology for progressive dilation and left ventricular systolic impairment since the implant of the transcatheter valve. The physician suspected that the incomplete frame expansion was caused during the original intervention, due to an infolded valve, but it was hard to tell without seeing the images from the valve implant procedure intervention. In addition, there seems to be significant calcification, but unknown if this was the cause of the infold. 21 days later, a transesophageal echocardiogram (tee) was performed that revealed trivial paravalvular leak (pvl), moderate central aortic regurgitation, and mild mitral regurgitation. It was noted moderate pvl was observed but echocardiogram findings showed otherwise. 1 month later, the patient was evaluated for a possible valve-in-valve or balloon aortic valvuloplasty (bav) to treat the aortic regurgitation. No intervention or treatment was provided at that time. However, the case was submitted for proctor review and awaiting response from the proctor. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that no decision has been made yet or whether the patient will undergo post-implant balloon aortic valvuloplasty or valve-in-valve procedure. Therefore, no intervention/procedure was scheduled. No adverse patient effects were re ported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that one year, five months, and thirteen days post-implant, the patient underwent an aggressive post-implant balloon aortic valvuloplasty (bav) with a 24mm non-medtronic balloon. It was noted that the post-implant bav was "successful", and the valve was fully expanded. Aortic insufficiency was reduced to trivial. No adverse patient effects were reported.